Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that air was pre-inflated before the tracheotomy tube was placed, and no air leakage was found. After about 5 minutes of being connected to the ventilator, the machine prompted and alarmed, and the air bag was found to be leaking. After replacing the new tracheostomy cannula, it could be normally used. There was patient involvement and no patient harm/adverse event reported.